Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. No autopsy was performed and the heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. This IFU lists adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on 14feb2015. The cause of death was unknown and was not provided by the customer. The death was not device or therapy related. The pump was not explanted. The customer reported that no additional information could be provided.

Manufacturer narrative:
A4: patient weight was unknown and not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.